Event description:
It was reported that one side of the tubing of this artificial urinary sphincter (aus) was too long; the excess length caused it to coil up, resulting in the pump migrating from its position in the scrotum. The tubing was shortened and readjusted. No patient complications were reported.